Event description:
During a pumping session, the customer reported a pump alarm known as alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the issue persisted with the cartridge alarm recurring. As a result, a replacement pump was arranged. The customer reverted to using multiple daily injections for insulin therapy.